Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
Patient's legal representative stated, though not verified, the patient was implanted with coloplast restorelle mesh on (B)(6) 2009. Later the patient experienced treatment for severe pain with daily activities and intercourse. Patient symptoms continued and her physicians diagnosed her with mesh erosion. Patient underwent surgical procedure to remove portions of the mesh and will likely undergo additional corrective procedures and/or additional medical treatment. Patient has suffered and continues to suffer multiple, severe and painful personal injuries, urinary incontinence, physical deformity and loss of the ability to perform sexually. Patient has suffered serious and dangerous side effects of erosion of the vaginal wall and other tissues.